Event description:
Loss of osseointegration

Event description:
Loss of osseointegration. The initial report did have a wrong date of occurrence, however we have received correct information and the qn has been updated. Hence this updated report.